Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There was an issue of low pump flow which led to persistent suction alarms. It was noted that 1l albumin and 100cc nacl/hr were administered; all electrolytes were being replaced. Staff reported that the audio for suction was silenced, position of the pump was discussed; however, it is unknown whether pump was repositioned. The patient continued on support until the device was successfully weaned.